Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer declined further technical support, opting instead to remove and clean the pump case on his own later.